Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed on a focal, calcified lesion in the mid right coronary artery. The lesion was attempted to be dilated with nc trek balloons with no success. A 10mmx3.75mm wolverine coronary cutting balloon would not cross the lesion and the shaft broke. This 10mmx3.50 wolverine coronary cutting balloon was then attempted but also would not cross and the shaft broke. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 450mm distal to the strain relief. The hypotube was also noted to be severely kinked at more than one location along its length. This type of damage is consistent with excessive force being applied to the delivery system. A microscopic examination identified no damage to the tip of the returned device. A visual and microscopic examination identified no damage to the markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was not subjected to positive pressure. No issues were noted with the balloon that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed on a focal, calcified lesion in the mid right coronary artery. The lesion was attempted to be dilated with nc trek balloons with no success. A 10mmx3.75mm wolverine coronary cutting balloon would not cross the lesion and the shaft broke. This 10mmx3.50 wolverine coronary cutting balloon was then attempted but also would not cross and the shaft broke. The procedure was successfully completed with a different device without issue or patient injury.